Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that injector locking n40-o disconnected from tubing. The following information was provided by the initial reporter: it was reported that injector disconnected from alaris tubing resulting in blood and chemo spill.